Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) delivered 2 inappropriate [anti-tachycardia pacing (atp) and 6 tachy shocks due to an episode of atrial fibrillation (af) with rapid ventricular response (rvr). Therapy was exhausted. No additional adverse patient effects were reported.